Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Consumer reported false positive sars result for their spouse. It is unknown if the consumer's spouse was symptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing). 2 additional events were communicated which are captured on separate reports.

Manufacturer narrative:
B7- remove all information in this field as it does not apply to this event and was included by error on the original report.